Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that when the user pressed the inspection end button at the end of the procedure, the keyboard did not work and the image was disturbed and unstable (running diagonally, flowing up and down, and the image did not appear). The subject device was used in combination with gif-h190n. The intended procedure was completed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon could be duplicated. Olympus service operation repair center (sorc) also checked the subject device and found the failure of circuit board. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported phenomenon occurred due to failure of circuit board which controls keyboard and image parameter setting.